Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 800 mg/dl. Customer was admitted to the hospital and an insulin drip was administered. Elevated bg was resolved and customer was discharged on (B)(6) 2018 with no permanent injury. Cause of event was not known. Customer did not observe any issues with the cartridge or infusion set. Customer reverted to using insulin pens for insulin therapy.